Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI #: (B)(4).

Event description:
It was reported that prior to use, a swan-ganz catheter had been properly flushed and tested, per routine protocol. The clinician then inserted the catheter and reported feeling more resistance than usual. Upon irrigating the blue lumen and aspirating an unknown volume, a plastic piece was found in the syringe. Per the customer, ¿everything was aspirated¿ and the swan was replaced for another one. Continued monitoring of the patient observed no further issues. Patient demographics were requested and not able to be provided, per hospital policy. There was no allegation of patient injury or consequence.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Root cause analysis for this event was performed and the investigation was focused on the rod insertion process during the tip forming operation. Based on the evaluation performed, the root cause is related to operator error as manufacturing personnel did not perform the correct rod insertion process. As per the complaint information, manufacturing personnel placed an additional rod in the proximal injectate lumen during the catheter tip forming process. A personnel acknowledgment was provided to manufacturing personnel on (B)(6) 2018. In addition, a re-training was conducted on (B)(6) 2018, which focused on the rod insertion process during the tip forming operation. The patient risk of the additional rod begin present in the proximal injectate lumen would be minimal as the end of the lumen is plugged therefore the rod could not embolize. In this event, a procedural delay occurred as the swan ganz catheter needed to be exchanged for a new one.

Manufacturer narrative:
Our product evaluation laboratory received one model 131f7 catheter with a monoject limited volume syringe. A yellow rod measuring 1.055" long with and outer diameter of 0.0290" was received with the catheter. The rod is used to plug the proximal injectate lumen at the lumen port, which was intact. The catheter passed the entire length of a lab sample 8f introducer without difficulty. The distal lumen was able to pass a lab sample 0.025" guidewire the entire length, from tip to hub and hub to tip, with no restrictions. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric, and remained inflated for 5 timed minutes without leakage. There was no visible damage on the catheter body. The customer report of an insertion issue was not confirmed on evaluation, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No actions will be taken at this time; however, the customer report of a foreign object was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is standard clinical practice to check all components of the device prior to use. In this case, a piece of plastic entered the syringe during aspiration from the proximal injectate lumen. If this piece of plastic had remained in the catheter, the retained fragment could have embolized to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated, but can lead to complications such as infection or small infarction. In this case, there was no injury noted to the patient as the catheter was exchanged for a new one.